Event description:
On (B)(6) 2015 the customer informed resmed that the device was being used on an als patient that passed away. It was reported that the device was not delivering pressure at the time the patient was found.